Manufacturer narrative:
(B)(6) 2019: the patient relayed to suneva medical that she has atrophy/divots requiring medical intervention. The atrophy/divots were caused by over-injection of steroids to address swelling after off-label bellafill injections. On (B)(6) 2018, the patient ((B)(6) was injected with bellafill dermal filler off-label in the cheeks, glabella, above eyes on (B)(6) 2018, by: dr. (B)(6). Dr. (B)(6)'s office did not respond to multiple attempts to contact and obtain additional information. Per the website ((B)(6)) the office is closed and dr. (B)(6) is no longer practicing as of (B)(6) 2019. (B)(6) 2018: presentation date of swelling after bellafill injection. The patient relays that she was injected with steroids on the following occasions to address the swelling after bellafill: (B)(6) 2018: "dr. (B)(6) injected something" steroids are suspected. (B)(6) 2018: "dr. (B)(6) injected medrol and kenalog." Due to the inability to reach dr. (B)(6) or his office, the exact dates and types of treatments by dr. (B)(6) cannot be confirmed. (B)(6) 2018: presentation of atrophy/divots due to the steroid injections. Current doctor info: the patient's current doctor (dr. (B)(6) - not the bellafill or steroid injector) provided the following information to suneva on (B)(6) 2019: - dr. (B)(6) believes the patient was over-injected with kenalog/steroids resulting in the atrophy. Due to the over-injection and amount of atrophy, dr. (B)(6) does not believe that the area will improve over time, as opposed to typical steroid-related atrophy, and that intervention is required to restore the areas. The patient has several options for treatment of the atrophy, including: fat graft, temporary fillers, muscle graft. Treatment has not yet occurred. Current doctor contact info: dr. (B)(6). Since the injector's (dr. (B)(6)) office is now closed, we are unable to determine the exact lot number used in the patient's bellafill procedure. Therefore, shipping records were reviewed to determine potential lots, based on the reported injection date of (B)(6) 2018. Review of manufacturing records for potential lots found no issues. The lots were manufactured in accordance with approved work instructions and met acceptance criteria upon release. Retained lot samples were reviewed for potential lots that had not yet expired and the lots continued to meet release criteria. Bellafill is a single use device. Treatment syringes are intended to be discarded at the time of injection, per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit." Swelling is an anticipated patient event that is documented in the bellafill IFU. Clinical studies support that swelling may resolve over time with or without treatment.

Event description:
Patient with atrophy/divots requiring medical intervention. The atrophy/divots were caused by over-injection of steroids to address swelling after off-label bellafill injections.